Event description:
It was reported that there were a lead warning and undefined lead impedance that had occurred since the follow up visit the prior year. Because the patients medical status, the physician will monitor holter electrogram and will reconsider the necessity of lead addition. At this time, the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.